Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding contamination of pentax model ec38-i10f2/a110900. Details regarding the contamination were not provided at the time of the report. The report also stated the endoscope will be reprocessed a second time at the customer's site. Additional information received from the facility stated the first sampling performed on (B)(6) 2017 detected presence of (B)(6) at a rate > 100 cfu. The facility reprocessed the device a second time and a second sampling was performed on (B)(6) 2017. The results of the second sampling confirmed the device conformed per (B)(6) regulations.